Event description:
Pt called home health agency to report to nurse that PICC line leaked under dressing when attempting to flush line. Pt was advised by rn to go to ER. Went to med center ER. Md at ER removed dressing and found no PICC line. Ordered x-ray. PICC line was seen in pulmonary artery. Pt had no adverse effect. PICC line remained in pt's circulatory system. PICC separation from hub reported to md & MFR on 5/27/97